Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
This peritoneal dialysis (pd) patient reported being hospitalized (B)(6) 2026 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to abdominal pain and cloudy pd effluent. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime 1g daily (B)(6) 2026 and ip vancomycin 2g every 3 days for 2 weeks. The culture resulted positive for staphylococcus epidermidis. The total nucleated cell (tnc) count was 5,208 with 58% polymorphonuclear (pmn) cells. The patient continued ccpd therapy during recovery. The patient was discharged on (B)(6) 2026. The cause of the peritonitis was attributed to touch contamination.

Event description:
This peritoneal dialysis (pd) patient reported being hospitalized (B)(6) 2026 due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to abdominal pain and cloudy pd effluent. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime 1g daily (B)(6) 2026 and ip vancomycin 2g every 3 days for 2 weeks. The culture resulted positive for staphylococcus epidermidis. The total nucleated cell (tnc) count was 5,208 with 58% polymorphonuclear (pmn) cells. The patient continued ccpd therapy during recovery. The patient was discharged on (B)(6) 2026. The cause of the peritonitis was attributed to touch contamination.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.